Event description:
On (B) (6) 2008, the patient reported that she noticed condensation in the cartridge compartment of her infusion device while changing the insulin cartridge. She stated that she dried the cartridge compartment with a cotton swab. She stated that she does not connect the insulin cartridge, adapter, and infusion tubing prior to insertion into the infusion device. She was educated on the proper procedure. No physiological effect were reported. The patient did not require medical assistance from a healthcare professional or second party to address this issue. Product was requested to be returned for evaluation.